Manufacturer narrative:
Draeger (B)(4) made numerous attempts to obtain further information on an official base but no response was received. Thus, there is no possibility to determine if further vital parameters were monitored and which expected alarm the user indeed was missing. Draeger found no indication for a device error that might has occurred during the particular monitoring episode. Evidence was found in the logs that the alarms for diastolic pressure (art d) and mean arterial pressure (art m) were set to off. Due to lack of information, draeger was unable to determine if this was intended or caused by a user error.

Event description:
Please see initial MFR. Report # 9611500-2015-00064.

Event description:
It was reported: the pt was monitored by arterial pressure and spo2. After treatment in the ICU, the pt was waiting for transport to another department when the arterial pressure started to level off at 09:43 (B)(6). There was no alarm (visible or audible) at the bed place or at the infinity central station. Just before 10:00 the user noticed that pt was pale and that the monitor showed flat lines. Resuscitation was initiated without success. The pt expired.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the f/u report.